Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced. According of received information, during pre-use check on daily inspection, a small leak was noticed in air hose's connection to the gas network. The air hose was replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. In case of failure related to the air hose, the ventilator switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established. A corrections of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air hose was leaking. There was no patient harm reported. Manufacturer's ref. #: (B)(4).